Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving lioresal 1 mg/ml at a dose of 0.175 mg/day via an implantable. The indication for use was not provided. The lot number, concomitant medications and medical history were not obtainable. It was reported that a catheter revision procedure on (B)(6) 2016 as the location of the catheter was too high. The catheter was withdrawn by the physician, not shortened, and re-tightened. The catheter therefore will not be returned. The representative did not have the serial number of the catheter. There was no report of patient symptoms and at the time of the report the patient's status was "alive-no injury". There was no surgery on the pump itself. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.